Event description:
It was reported that this right ventricular (rv) lead is exhibiting a gradual rise in shock impedance measurements with the average around 145 ohms, which is high out of range. The shock impedance was noted to have been rising for at least two years but there have been no actual shocks. Boston scientific technical services (ts) explained to the boston scientific representative what occurs on an actual high energy shock when the shock impedance reaches greater than or equal to 145 ohms. Ts provided guidance to consider performing a maximum energy commanded shock test to determine the difference in shock impedance associated with a delivered shock and the daily shock impedance measurements. Ts stated that if the impedance continues to rise, the lead will need to be considered for replacement. The representative indicated that they understand and will discuss the issue with the physician. The rv lead remains in-services at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting a gradual rise in shock impedance measurements with the average around 145 ohms, which is high out of range. The shock impedance was noted to have been rising for at least two years but there have been no actual shocks. Boston scientific technical services (ts) explained to the boston scientific representative what occurs on an actual high energy shock when the shock impedance reaches greater than or equal to 145 ohms. Ts provided guidance to consider performing a maximum energy commanded shock test to determine the difference in shock impedance associated with a delivered shock and the daily shock impedance measurements. Ts stated that if the impedance continues to rise, the lead will need to be considered for replacement. The representative indicated that they understand and will discuss the issue with the physician. The rv lead remains in-services at this time. No patient symptoms or adverse patient effects were reported. The rv lead was subsequently surgically abandoned and replaced. The shock impedance measurement was noted to have reached up to 152 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.